Event description:
Patient was revised to address loosening of the asr cup. Update:(B)(4) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Update: (B)(4) 2012 - medical records were received. The revision operative report indicated that the chromium and cobalt levels were substantially elevated. The complaint was temporarily reopened to add the femoral head. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Patient was revised to address loosening of the asr cup.**update** (B)(6) 2012 - medical records were received. The revision operative report indicated that the chromium and cobalt levels were substantially elevated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.